Manufacturer narrative:
Design specifications and quality inspection reports were reviewed for the production batch manufactured on the date of this allege malfunction. No issues were noted within these records. This is the first malfunction related complaint that can lead to a serious injury regarding this scale model. Device not submitted to manufacturer.

Event description:
Consumer states his wife slightly hit the scale with a broom and it shattered. The top exploded and showered the bathroom with shards of glass. At minimum he states the scale should be replaced and perhaps our engineers should have a serious talk with whoever in (B)(4) is fabricating the tempered glass. He has pieces of the scale to hopefully figure out what model # to send as a repl.